Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The olympus scope was sent to an independent laboratory for culture testing. All channels were sampled. The device tested positive for less than one (1) colony forming unit of unspecified micro-organisms. The obtained results are in conformance with the requirements. Olympus evaluated the returned subject device. There was a leak at the bending section, cracked light guide rod lens, a cracked distal end, the bending section glue was separated and cut connecting tube. The mouthpiece was damaged, the angulation was out of specification and the biopsy channel had wear and tear. The customer also provided the cleaning, disifnection, sterlization (cds) processes performed onsite. During pre-cleaning, the customer uses detergent aniosyme synergy mt. During bedside cleaning, the customer uses asept inmed for swabs used for brushing the working channel. The customer also uses peracetic acid and glutaraldehyde. For automated endoscope reprocessor (aer) treatment, the wassenburg wd440 adaptascope is used with wassenburg endohigh detergent and wassenburg endohigh paa (disinfectant). The scope is stored in a wassenburg dry 320. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported, the evis exera iii gastrointestinal videoscope tested positive for four (4) colony forming units (cfu) of pseudomonas aeruginosa. The issue was found during a routine culture of the scope. Sampling occurred at reprocessing, before use. This was an all channel sample. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.